Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the atrial pacing capture threshold was unstable. This report is based upon information obtained by if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited atrial threshold measurements that were consistently lower when run manually in the clinic verses what is pulled from capture management. The device remains in use. No patient complications have been reported as a result of this event.